Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076, implantable pacing lead, (B)(6) 2003. (B)(4).

Event description:
It was reported that the right atrial (ra) lead has elevated thresholds. The ra lead was reprogrammed and left in use. No patient complications have been reported as a result of this event.